Event description:
A report of a patient death on (B)(6) 2023 was received by united therapeutics on (B)(6)2023 and forwarded the same day to millyard advanced medical products, llc. The hospital reported that the death was related to the progression of underlying disease and was not causally related to remodulin therapy. The patient had two prior admissions for remunity pump failure and malfunctions. Both have been previously reported (3016798778-2023-00005. Additional information from the clinician indicated that "these multiple hospitalizations with treprostinil interruptions due to pump failure may have contributed to her worsening."

Manufacturer narrative:
(B)(6) is the serial number entered in d4 of this report. (B)(6) is the serial number of the distributed kit which contained pump serial number (B)(6), found to be in use at the time of the reported event, based on reported information, kits (B)(6) were recorded on the initial manufacturer's report, but not included on this report as no associated devices from those kits were in use at the time of the reported event.

Event description:
An initial MDR regarding this case was filed 23-mar-2023 (report number 3016798778-2023-00011). Additional information was received by millyard advanced medical products, llc by way of a completed technical investigation on recently received materials that were in use by the patient during the referenced event. Logs from returned pump (serial number (B)(6)) indicated that on 19-feb-2023, the user received an occlusion alarm 25 minutes into treatment. Logs leading up to this alarm are consistent with a real occlusion. Detection of occlusions in the fluid path during remodulin delivery is an essential performance of the design of the pump. An occlusion alarm occurs when the tubing or catheter is blocked or partially blocked from delivering medication. Upon receiving an occlusion alarm, the user is instructed to disconnect the infusion set tubing from the catheter and check the infusion set tubing for kinks. Upon resolving the alarm, the user is further instructed to route the infusion set tubing to avoid any sources of kinks that might have introduced the occlusion that triggered the alarm. The pump performed as expected during investigation. Since no cassettes or infusion sets were returned, the cause of the occlusion alarm could not be determined. All other returned devices were either never used or were used after the event. No issues were identified with the returned products; all performed as designed during testing. No further investigation is possible.

Event description:
An initial report of patient hospitalization was received by united therapeutics on 21-feb-2023 and forwarded to millyard advanced medical products, llc on 22-feb-2023. The patient reported they could not resume delivery with main or back-up pumps as the remotes repeatedly displayed a message to change the cassette. Troubleshooting was unsuccessful, so the patient went to the hospital to continue receiving remodulin therapy. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.